Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead needed to be repositioned, so the lead was disconnected from the device and the setscrew stayed on the screwdriver. The physician tried to put the setscrew back in place but the rv lead was not able to be secured and kept pulling out of the device header. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.